Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a cutter could not actuate and cut during a procedure. Aspiration was present. The product was replaced and the procedure was completed. There was no patient harm. During follow up with the surgeon, additional information was provided. The surgeon indicated that the cutter was also broken during surgery and the broken tip was removed from the patient's eye within the same session.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with the probe needle broken at the port. Functional test could not be performed due to the broken needle. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The cutting edge of the inner cutter was observed to be damaged. The complaint evaluation confirms that the probe had a broken tip at the port. The sample was unable to be functionally tested, however, the wear and damage observed on the inner cutter could have contributed to the reported actuation and cut failures. The exact root cause for the broken tip cannot be determined from this evaluation. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is (B)(4).